Manufacturer narrative:
There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.

Event description:
It was reported that during an ion lung biopsy procedure, the patient developed a pneumothorax. The procedure was completed as planned and the patient was reported to be in stable condition. Further details were not provided. There was no device issue or malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.